Event description:
A beckman coulter, inc. (Bec) personnel reported receiving at the turkey site, multiple dxi wash buffer cubetainers that were leaking. No effect to patients or end users was reported in connection with this event.

Manufacturer narrative:
No root cause was determined for the leaking with the information supplied. Bec identifier for this report is (B)(4).